Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that, during a primary procedure on a right ankle, the device was not opened as the outer sterile packaging was noted to have a hole in it. The hole was seen without opening the outer packaging. The device was not used and another device was available for immediate use. Surgery was completed with no delay.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, during a primary procedure on a right ankle, the device was not opened as the outer sterile packaging was noted to have a hole in it. The hole was seen without opening the outer packaging. The device was not used and another device was available for immediate use. Surgery was completed with no delay.